Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.3 hardware: iphone15.4 cgm sensor type: g6.

Event description:
It was reported that the patient had been to the hospital emergency room with high blood glucose levels. The patient's blood glucose levels reached 499 mg/dl while wearing the pod between 1 and 4 hours. Treatment information is not available.